Event description:
It was reported that the device was interrogated before implant and it was found to be at the elective replacement indicator. A different device was used. No patient involvement was noted as the device was never implanted and this was an out of the box failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.